Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon device check, the implantable cardioverter defibrillator was unable to be interrogated and the patient reported having received a vibratory alert prior to the check. The physician alleged premature battery depletion. The physician explanted and replaced the device. The patient experienced no adverse consequences.

Event description:
New information received notes the implantable cardioverter defibrillator was at end of life, which led to the failure to interrogate.